Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 343, 270, 222 and 178 mg/dl. Customer also stated the true metrix results were higher than another device. The customer¿s expected am non-fasting blood glucose test result is 177 mg/dl and expected pm non-fasting blood glucose test result is 167 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 271 mg/dl using true metrix meter. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 01/27/2024 and open vial date is (B)(6) 2022. The meter memory was reviewed for previous test result history (time not set, all were taken non-fasting afternoon): (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-055: user had an inaccurate reference. Competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 18-nov-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications.